Event description:
It was reported when using the bd vacutainer® lithium heparin (lh) 75 usp units blood collection tubes there was foreign matter found inside the tube. The customer suspected the matter to be an insect. There was no report of impact to the patient or user.

Manufacturer narrative:
E.1.initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes there was foreign matter found inside the tube. The customer suspected the matter to be an insect. There was no report of impact to the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples, but 1 photo were provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter in the tube was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter in the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.